Event description:
The manufacturer received information alleging a ventilator would not pass cicruit calibration. There was no harm or injury reported. The field service engineer attempted to service the device to correct the reported issue. The device is now inoperable. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on apr 27, 2022 and section h11 should be reported as: the manufacturer previously received information alleging a ventilator would not pass cicruit calibration. There was no harm or injury reported. The device was returned to the manufacturer's service center for further evaluation. During the evaluation, the ventilator was found to be inoperable and failed the circuit calibration. The manufacturer's service center confirmed the customer's allegation. Sections d8, d9, h2, h3 and h6 has been updated in this report.